Event description:
Note: this event pertains to one of two trapezoid baskets used in the same procedure. It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, a trapezoid basket was used in an attempt of manually crushing a 2-3 cm stone. However, with the stone inside the basket, the basket detached inside the patient. A second trapezoid basket was used to attempt to remove the basket and stone from the patient, but the basket also detached in the patient with the first basket and stone inside the second basket. An olympus lithotripter was then used to remove both baskets and the stone, which completed the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a0501 captures the reportable event of basket detached. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the basket was opened and did not show issues. However, the pull wire was broken from the proximal section close to the heat shrink. In addition, the handle cannula was detached from the finger ring portion and was not returned. Under magnification, evidence of tension was found on the broken ends of the pull wire. Dimensional inspection was performed, and found the distal screw and proximal screw depth were within specification. No other issues were noted. The reported event was not confirmed. Based on all available information, the basket was returned opened and it was found not detached as reported. Microscope inspection revealed that the broken end of the pull wire was caused by applied tension; this tension may be related to user manipulation and/or some technique applied that provided an extra tension. Additionally, this extra tension might have led the detachment of the handle cannula. Since the handle screws were within specifications the cause of this detachment may be related to an extra tension applied. Therefore, the most probable root cause for the failures found during analysis is adverse event related to procedure. However, since the basket returned opened and it wasn't observed detached as reported, the root cause for the reported failure is no problem detected. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this event pertains to one of two trapezoid baskets used in the same procedure. It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, a trapezoid basket was used in an attempt of manually crushing a 2-3 cm stone. However, with the stone inside the basket, the basket detached inside the patient. A second trapezoid basket was used to attempt to remove the basket and stone from the patient, but the basket also detached in the patient with the first basket and stone inside the second basket. An olympus lithotripter was then used to remove both baskets and the stone, which completed the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.